Manufacturer narrative:
Block b3: exact date unknown, event occurred january 2024. D6b: explant date: (B)(6) 2024.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an explant procedure and the explanted device was discarded by the medical facility.